Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call low blood glucose levels and keypad anomaly. Customer's blood glucose reading went as low as 49 mg/dl. Customer treated their blood glucose via glucagon pen which may have resulted in lower than usual blood glucose levels. Customer declined to troubleshoot their low blood glucose levels because of the keypad anomaly. Troubleshooting for keypad anomaly was performed. Customer stated that the act and esc buttons were unresponsive when pressed. Customer changed their bolus settings to manually bolus instead of calculating their carbs. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Pump received with no(act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.